Manufacturer narrative:
Eua(B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing for sars-cov-2 using bd veritor ¿ sars-cov-2 & flu a+b the customer received false positive results. 3 individuals from the same family tested positive using bd veritor ¿ sars-cov-2 & flu a+b. Confirmatory pcr testing produced negative results for all 3 individuals. This event occurred 3 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "customer reports that a family of 3 individuals perform triplex assay for covid testing "256088" lot # 1314842 and came back positive for covid. Patients repeated the test in another facility and came back negative." Eua(B)(4).

Event description:
It was reported that while testing for sars-cov-2 using bd veritor ¿ sars-cov-2 & flu a+b the customer received false positive results. 3 individuals from the same family tested positive using bd veritor ¿ sars-cov-2 & flu a+b. Confirmatory pcr testing produced negative results for all 3 individuals. This event occurred 3 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "customer reports that a family of 3 individuals perform triplex assay for covid testing "256088" lot # 1314842 and came back positive for covid. Patients repeated the test in another facility and came back negative" (B)(4).

Manufacturer narrative:
H.6 investigation summary: this statement is to summarize the investigation results regarding your complaint that alleges false positive when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch number 1314842. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The bhr analysis and retain sample analysis results were acceptable. The reported issue was unable to be confirmed. The root cause could not be identified. No trend against false positive was identified. Currently no adverse trend for false positive was identified. Bd quality will continue to closely monitor for trends. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.